Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The sample was discarded but the lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of connection issue. The patient tugged on the tubing to check for a secure connection and caused the tubing to disconnect. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up on a seperate complaint issue, because a bag fell and disconnected, the hp's wife had been giving the line a "gentle tug" to ensure that it was in properly, however her "gentle tug" was too hard and she accidentally pulled the line out. The hp's wife said that she does not do that anymore, and instead just makes sure that the line is pushed in all the way. The hp's wife said that she also notified baxter of the separation. No patient injury or medical intervention was reported.